Event description:
It was reported that a malfunction occurred with the pump, displaying malf 0 and linked to fault ID 0-28b1. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.